Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash with blisters underneath the lifevest. The patient's nurse gave the patient a patch to place over the irritation, but the patient stated that the patch made the irritation worse. The patient voluntarily removed the lifevest for several days and made his physician aware of the decision. The patient's irritation improved.